Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: customer reported the sample was separated out of the packaging and returned the affected sample. The sample was separated at the inlet of the 1st smart site and the complaint is verified. Upon analysis under the microscope, the root cause was determined to be insufficient solvent. Failure is traced to assembly. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer.

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2426-0500 batch/ lot #: unknown it was reported that two bd alaris pumps were found in two separate pieces upon opening the packages.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv came apart. This occurred on 2 occasions. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: unknown. It was reported that two bd alaris pumps were found in two separate pieces upon opening the packages.